Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer is alleging the chair is causing her severe back pain.

Event description:
Consumer is alleging the chair is causing her severe back pain.

Manufacturer narrative:
Chair had an odor and was destroyed.